Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent the implant procedure. The right ventricular lead was implanted. All the electrical measurements were normal when the lead connected to the pacing system analyzer and the device. The helix of the lead would not extend after repositioning and the lead was explanted and replaced successfully. The patient was stable throughout the whole procedure.